Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that intraocular lenses (iol) were implanted bilaterally in a patient. One month after implantation in the left eye, the surgeon noticed cells growing onto the anterior surface of the iol. Two and a half months later she treated the cells with a yag laser procedure. There are two medical device reports associated with this event. This report is associated with the left eye.